Manufacturer narrative:
Depuy research science examined the submitted device and confirmed the reported fracture. Review of the device history records did not reveal any manufacturing deviations or anomalies. Sem evaluation of the fracture surface revealed fatigue striations. On the basis of these observations, the polyethylene insert fractured as a result of fatigue. The investigation could not draw any conclusions about the root cause of the fatigue. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised because of fractured insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.